Event description:
On (B)(6) 2009, the patient's husband reported that when changing the patient's infusions set the connection of the tubing and infusion site did not snap into place. They pulled on the connector and the infusion tubing came loose from the infusion site. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.